Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) pacing lead underwent a device upgrade procedure, from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). While removing the pacemaker and manipulating the leads, an acute loss of pacing was observed. The patient was in asystole for 8-10 seconds before an escape rhythm of 30-35 bpm was observed. Imaging of the lead system showed the rv lead had become dislodged from the ventricle. The physician noted the suture sleeve on the rv lead had only one tie down present. The patient maintained sufficient cardiac output to proceed with the case. A new rv lead was implanted and the dislodged lead was removed. The remainder of the procedure was without incident. Normal lead measurements were obtained at the end of the case and at the post-operative device check. No additional adverse patient effects were reported. The patient was subsequently discharged from the hospital.